Event description:
Physician was deploying wall stent in pt's left common iliac vein. Stent did not fully deploy. Physician attempted to snare stent to remove product but was unsuccessful. She then used an angioplasty balloon to open stent. When wire was removed, it had a piece of the marker band on it.